Event description:
Health professional reported that the patient had a port revision surgery due to an alleged leak.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination not available as device was discarded. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."